Manufacturer narrative:
At this time, vyaire medical is in the process of evaluating the device. Once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator went into reset mode while in use on a patient. There was no report of any patient harm associated with this reported event.

Manufacturer narrative:
Results of investigation: vyaire medical visually inspected the ventilator, and there were no signs of physical damage. The ventilator was connected to an external power source and powered on, the ventilator cycled with no bernoulli cable installed for 1 hour on tile flooring, and no alarms occurred. The external power source was then removed and the wheels were locked to drag the stand with the ventilator in an attempt to create static. A communication cable was then installed, and no alarms or resetting of the ventilator occurred. The ventilator was then brought to a carpeted area, and again with the wheels were locked and the ventilator was dragged around for roughly 200 feet without any esd protection lab coat and leather gloves to stop any static charge from grounding. The communication cable was then plugged in and the reported issue was not able to duplicate.